Event description:
It was reported to st. Jude medical that the pt experienced several vt episodes within a short time after recovering from a gastro operation in the hosp. At some time during these episodes, the ICD failed to convert the vt and the pt was externally rescued. Afterward, when the ICD was interrogated a warning notice for low shock impedance was noticed. During revision, lead damage was observed. The ICD and lead were both replaced as it is unknown which device contributed to or caused the event.